Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. The reporter stated the "assumption" is that insulin leaked from the cannula of the infusion set. The blood glucose level was "higher than 500 mg/dl." The patient was in the intensive care unit for 2 days. The patient was treated with insulin via infusion. The reporter stated the patient was in the regular care unit for 1 week. The infusion set lot number was not provided. The infusion set was requested to be returned for product evaluation.